Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that 18 days post implant the patient expired due to an intraparenchymal hemorrhage. The patient¿s anticoagulation regimen was continuous heparin. It was also reported that the patient experienced multisystem organ failure and had been in the cticu from the time of implant to the time of death. The pump was not explanted and an autopsy was not performed.

Manufacturer narrative:
Patient's gender and weight were not provided. Approximate age of device ¿ 18 days. The pump was not returned for evaluation, as it was not explanted, and an autopsy was not performed. A correlation between the device and the reported intraparenchymal hemorrhage could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.